Manufacturer narrative:
The company representative replaced the drive manifold assembly (part number 0104-00-0018). The iabp was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the iabp was in use on a patient, the iabp repeatedly generated "autofill failure" and "system failure" alarms upon start up. The iab was switched and therapy was restarted using the same iabp. The iabp once again generated a "system failure" alarm upon start up. The patient was switched to another iabp and therapy was continued. No patient injury was reported.